Manufacturer narrative:
The returned tray had small amounts of cement and debris adhering to the keel and cement pocket. The component had scratches and other markings consistent with removal and handling.

Event description:
A hip arthroplasty was revised approximately 9 years post operatively. Pt had an osteolytic lesion beneath tibial base plate.